Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes, d.9. Returned to manufacturer on: 08-mar-2024. H.6. Investigation summary: bd received ten (10) samples and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for gel air bubbles and poor barrier separation were observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure modes for gel air bubbles and poor barrier separation with the incident lot were not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of gel air bubbles and poor barrier separation based on the provided photos. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of the bd vacutainer® sst¿ blood collection tubes the user noted gel air bubbles and poor barrier separation in an unspecified number of tubes. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® sst¿ blood collection tubes the user noted gel air bubbles and poor barrier separation in an unspecified number of tubes. No health impact or consequence reported.